Event description:
Initially, it was reported that the patient was experiencing painful stimulation in the neck area. It was reported that the painful stimulation had been occurring for approximately 3-4 months. No causal or contributory programming or medication changes preceded the onset of the painful stimulation. No patient manipulation or trauma occurred that is believed to have caused or contributed to the painful stimulation. Clinic notes dated 06/03/2013 note that the patient has complained that the area that the device is implanted is sore and hurts, particularly at night. The notes indicate that device settings were decreased to see if the settings had any effect on the discomfort. It was later reported that the patient was scheduled to undergo device replacement at the patient's mother's request so that the patient could continue vns therapy. Both the lead and generator were replaced. The lead and generator were returned to device manufacturer for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Analysis of programming history. Device failure occurred but did not cause or contribute to a death adverse event or product problem, corrected data: previously submitted indicated an adverse event; however, additional information is available that a product problem also occurred. This report is being submitted to correct this information. Type of reportable event, corrected data: previously submitted indicated an adverse event; however, additional information is available that a product problem also occurred. This report is being submitted to correct this information.

Event description:
Lead analysis was approved on 08/22/2013. An analysis was performed on the returned lead portion. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Generator analysis was also performed. The septa do not appear to be cored and there was no evidence of dried body fluid or corrosion observed in the connector block areas, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Review of the programming history database revealed data from the date of implant through (B)(6) 2013. The last programmed settings were available. The device was returned at these settings.